Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure.